Manufacturer narrative:
Initial report sent: june-21-2007.

Event description:
Reportedly, the clips applied failed and the jaws closed on the vessel without placing a clip. This severed the vessel. The surgeon clamped the vessel and re-clipped. Small amount of bleeding occurred but not severe. Another surgiclip was used to finish the procedure. The device will be returned for examination and eval. The pt sex was not identified.